Event description:
It was reported that the holster was returned for eval. No further info is available. No reported patient consequence.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the unit was found to require: physician damaged upper case replaced, unit calibrated, fastening material exchanged, mechanical upgrade performed, and rotational cable replaced. After servicing, the unit passed qa functional testing. The database was reviewed and no prior servicing history was found, therefore, no service history review could be done. Complaint info is trended on a regular basis to determine if further investigation is warranted.